Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01366. It was reported during a lead implant procedure on (B)(6) 2021, the patient experienced a cerebrospinal fluid (csf) leak. A blood patch was performed to resolve the issue.